Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. D4: UDI number and g5 are unavailable. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed occurrences of no disposable alarms during operation of the device. Functional testing was not able to duplicate the reported issue. Possible, but unconfirmed, problem sources were listed as a defective upstream or downstream occlusion sensor or defective cassette. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the pump exhibited a "no disposable, clamp tubing" alarm. It is unknown if there was patient involvement, no adverse patient effects were reported.